Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that patient was in stabbing pain when in certain positions and a poke pain in their buttock and in the uterus and they turn the stimulation down. On(B)(6), patient reported that they had an infection and are antibiotic no further complications were noted or anticipated